Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was operating in safety mode. Technical services (ts) recommended replacing this pacemaker. While prepping for the replacement procedure, the field representative was unable to interrogate this pacemaker. Ts determined the device should be able to be interrogated despite operating in safety mode. Ts suspected the device was unable to be interrogated due to a noisy environment. Ts confirmed the reason for safety mode was unknown. However, ts suspected there was a potential high impedance within the battery. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.